Manufacturer narrative:
(B)(4).

Event description:
It was reported pt's implantable neuro stimulator (ins) was checked and told her battery was depleted. It was also reported stimulation was in the wrong location and it aggravated the pt's hemorrhoids. Pt stated the device helped her "8 times per night reduced to 4 times per night and since battery depleted had gone 2 times per night". Pt preferred not to have surgery and not change the ins battery. Pt noted she was unable to adjust stimulation and display showed "call your doctor" icon and end of service (eos). Additional information was requested and will be provided when available.